Event description:
It was reported that a user with a dexcom g6 experienced intermittent signal loss between the cgm and the ilet, and when the connection resumed the cgm displayed inaccurate higher readings compared with fingerstick values, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, aligned with intermittent communication failure linked to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.